Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the reload was attached and the device was approached the tissue, but the firing of clip was unable to be performed. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.